Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b6, d1, d2, d4, d6a, g4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Later physician reported "severe pain, disconfort, emotional distress, inflammation, capsular contracture baker grade unknown, calcification, nodule, cysts". This record is for the right side. Device remains implanted. Un-reporting rupture